Manufacturer narrative:
Results: the jet7 was stretched approximately 129.5 cm from the hub. The jet7 was ovalized approximately 35.0, 73.0, 111.0, 114.0, 120.0, and 124.0 cm. During functional analysis, resistance was encountered while attempting to advance a demonstration velocity through the returned jet7 due to the ovalization in the catheter shaft, and the velocity could not be advanced any further. Resistance was encountered while attempting to advance the returned jet7 ovalized distal tip through a demonstration neuron max, and the jet7 could not be advanced any further. Conclusions: evaluation of the returned jet7 confirmed that the catheter was stretched. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. Further evaluation of the returned jet7 revealed ovalization along the catheter shaft. If the catheter becomes pinned due an interaction with other devices in use and patient anatomy, damage such as this may occur. Ovalizations may have contributed to resistance upon retraction of the device. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and non-penumbra sheath (balt ballast). During the procedure, the physician made two passes in the target vessel using the jet7. Then, while removing the jet7, the physician experienced resistance. Upon removal of the jet7, it was noticed that the distal end of the jet7 stretched. The procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.